Event description:
It was reported that the cartridge was leaking. Customer loaded a new cartridge to address the issue. There was no adverse impact to the customer's blood glucose level. Customer¿s blood glucose (bg) level was over 500 mg/dl. Elevated bg was address by a manual insulin injection